Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a surgical procedure conducted at the user facility the ngenuis femur tracker was rotating 15 degrees either direction, signaling the device could potentially be inaccurate. The procedure was completed successfully without a delay; no medical intervention and no adverse consequences were reported with the event.

Manufacturer narrative:
The reported event that the tracker was rotating was not duplicated by the service technician. During the device inspection the green cap was found to be loose. Even though the cap was loose, the device functioned as expected and provided a solid fitting when engaged to a test pin. The green cap has does not affect accuracy of the device; therefore, the report was filed in error.

Event description:
It was reported that during a surgical procedure conducted at the user facility the ngenuis femur tracker was rotating 15 degrees either direction, signaling the device could potentially be inaccurate. The procedure was completed successfully without a delay; no medical intervention and no adverse consequences were reported with the event.